Manufacturer narrative:
Analysis of the returned samples confirmed that the brava adhesive remover wipes were produced with the correct components matching the sds of the product and met specification. The additional device noted in the case description was filed under MFR#: 3006606901-2020-015.

Event description:
It was reported that after surgery was completed, the patient was moved from the operating table to the stretcher. The oxygen mask was removed from the patient and placed on the patient's left cheek. At that time, the oxygen mask was supplying 5 litres of pure oxygen. After removal of the anaesthesia drain the nurse brought the wipe closer to the right side of the patient's face to wipe off the adhesive residue of the tape for fixing the drain. The nurse had removed their gloves before performing this process. At that point, there was a clicking sound and the wipe ignited vigorously. The wipe fell to the floor and the floor partially burned; however, was extinguished successfully. The patient suffered dermal burns on the right lip and the surrounding skin, but no burns inside the mouth. The nurse also suffered minor hand burns. Burns are being followed up by an orthopaedic surgeon. The anaesthesiologist confirmed that there had been no electronic / electrical medical devices around the stretcher that could cause ignition as they had been put away after the procedure was completed. No further information was provided.